Manufacturer narrative:
Internal file number - (B)(4). Device status changed from returning to not returned. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the instructions for use states: prior to using the xience xpedition everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during protective sheath/stylet removal contributed to the reported stent dislodgement. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the 99% stenosed, mid left anterior descending (lad) coronary artery. A 2.50 x 33 mm xience xpedition stent delivery system (sds) was selected for the procedure. There was no resistance felt during the removal of the product mandrel and stent protective sheath from the sds. After inserting the sds into the anatomy, it was observed under fluoroscopy that the stent implant was not located on the balloon of the sds. The sds was removed from the anatomy and the absence of the stent implant was confirmed. The stent implant was found in the protective sheath that was removed from the sds during preparation. A new xience alpine sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.